Event description:
Patient reports recommended revision due to elevated metal ion levels. Compensation request update 11/22/2011 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels. The cup was in vertical position, 50 degrees plus. Update rec¿d 4/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. There is no new additional information that would affect the outcome of the investigation. Update 6/1/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions (no labs provided). There was no mention of a malpositioned cup as previously stated-the cup was revised though. The stem is now being added for the high metal ions levels.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.